Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood sugar was at 405 mg/dl prior to the call. Customer was assisted in checking the cannula fill history. Cannula was filled on (B)(6) 2014 at 1:35 pm with 0.5 units. Customer rechecked and her blood sugar was 390 mg/dl.